Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the device found a cracked tank cover, wear and tear damaged enclosure and an outdated pcb and power switch. Device was filled with water and powered on, confirming the reported customer complaint. The leak ws determined to be a result of a cracked tank cover, and a problem source of user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device was leaking water on the lower right hand corner. No adverse effects reported.